Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. A representative device from a possible lot number (plots) 190715h is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid. The primary tubing set was being used to deliver 500 ml of 5% dextrose in water, at a rate of 276 ml/hr, via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of doxil 53 mg, at a rate of 277 ml/hr. It was reported that the medication was red in color. The primary solution container was hung lower than the secondary solution container. The customer contact reported that 45 minutes after the piggyback delivery was started, backflow of the red colored solution from the primary tubing was noted. It was reported that the solution backflowed to approximately 5 inches proximal to the proximal clave y-site of the primary tubing set. It was reported that the nurse clamped the tubing of the primary tubing set when the backflow of solution was noted. The customer contact reported that after the piggyback delivery was complete, 30 ml of solution from the primary solution container was delivered to the patient to ensure that the patient received the full dose of medication. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.